Manufacturer narrative:
During the quality investigation testing overheating was duplicated. Further investigation revealed corrosion within the motor and other component parts. These parts were replaced and the device was repaired, cleaned, lubed, adjusted and returned to the customer.

Event description:
A stryker micro drill was sent in for repairs for overheating during a procedure. The procedure was completed successfully with another device without any procedure delays; no adverse consequence was associated with the event.